Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during inspection the lead helix would not extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted: the helix extends and retracts without issue.

Manufacturer narrative:
Sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.